Event description:
The patient alleges that the compressor stopped working twice during treatments and needed to be treated at the emergency room.

Manufacturer narrative:
Patient alleges that the compressor stopped working and, as a result, treatment in the emergency room was required. The device was inspected and found to be operating within specification and the condition described by the user could not be duplicated. There will be continued monitoring of related complaints for this product.